Event description:
The customer stated that false positive architect total b-hcg results were generated for patient samples. An inquiry was made by a physician. No specific patient data was provided. No adverse impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2021-00247 under a different suspect medical device. The suspect medical device was changed on january 29, 2022 upon further investigation of the customer issue. The issue was also clarified to be false positive results, not false negative. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Service inspected the module, and no definitive part could be determined the likely cause of the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for isr03684. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The calculated erratic rates for the architect i1000sr and the i2000sr systems were all below the upper control limit. Trending review determined no adverse trend for the issue for the product. Based on the investigation, no deficiency was identified.